Event description:
It was reported that at implant the ventricular lead impedance was 500 ohms. The patient's alarm went off twice with ventricular impedance of 2075 ohms. On (B)(6) 2013 the patient went back to the operating room to have the set screw tighten. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.